Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device emitted an unusual noise, the triggers were sticking, the gear shaft and planetary wheels were worn. It was also observed that the electric motor was worn too. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device did not sound normal. According to the report, the device was making noise but the specifics were not known. It was further reported that the issue was identified by sterile processing and distribution. During in-house engineering evaluation, it was determined that the device emitted an unusual noise, had sticky triggers and worn gear components, gear shaft, planetary wheels and electric motor. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.